Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump thrombosis was suspected due to elevated lactate dehydrogenase levels. It was also noted that the patient had a bent outflow graft. The patient was readmitted 4 months later with heart failure and underwent pump exchange.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Article title: two cases of suspected pump-thrombosis due to high lactate dehydrogenase (ldh) blood disease, which followed conflicting courses, author: takuto zaizen (national cerebral and cardiovascular center). Manufacturer's investigation conclusion: the reported pump thrombosis and outflow graft stenosis could not be confirmed. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported in the article, "two cases of suspected pump-thrombosis due to high lactate dehydrogenase (ldh) blood disease, which followed conflicting courses," that elevated ldh is an indicator of pump thrombosis in left ventricular assist system (lvas) patients, but criteria and treatment strategies are unclear. Two lvas patients with elevated ldh were studied. Case 1 reports a patient who was hospitalized for suspected pump thrombosis due to elevated ldh 3 years and 4 months after implant. Contrast-enhanced chest computed tomography (CT) showed stenosis of the proximal portion of the transmitting vessel and distal flexion, but echocardiography-guided ramp test showed no evidence of pump dysfunction. Fluid replacement and low-molecular-weight heparin were administered, and no further increase in ldh was observed, so the patient was discharged with a policy of conservative follow-up. The patient was readmitted 2 months later with acute heart failure due to pump arrest and was diagnosed with pump thrombosis and underwent emergency pump exchange. Thrombus was reported to have been observed in the explanted pump. The study concluded that suspected pump thrombosis based on cases of elevated ldh should be analyzed comprehensively, including chest CT and evaluations of blood flow. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.